Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) ranging from 50-90 mg/dl. Reportedly, the customer alleged pump software did not suspend insulin delivery, resulting in the low bg. Cts determined that the pump functioned as intended, however, the customer did not acknowledge and maintained allegation. A replacement pump was sent to the customer for customer satisfaction and customer reverted to manual injections for insulin therapy. Multiple contact attempts were made by tandem technical support to obtain additional information regarding how customer treated bg; however, the customer did not respond. No additional patient or event information was available.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: there is no evidence that the pump experienced a malfunction or failure.